Event description:
Voluntary medwatch received states that the low voltage lead exhibited loss of capture as noted in electrogram (egm). No changes or interventions were reported; the low voltage lead remained implanted. There were no patient consequences.